Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the power switch for the control panel had a short circuit. Additional malfunctions include the inlet filter was dirty, the zip ties for the pe valve were replaced, the hose clamp for the pe valve were replaced, and the pe valve was leaking.